Manufacturer narrative:
Concomitant medical product: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an "epi push" the patient experienced cardiac arrest and therapy. The patient also received inappropriate therapy for the device detecting ventricular fibrillation (vf). The right atrial (ra) lead exhibited occasional atrial undersensing. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.